Manufacturer narrative:
(B)(4). This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch.

Manufacturer narrative:
(B)(6). Multiple MDR's were submitted for this event. Please see reports: 0001822565 - 2017 - 07195, 0001822565 - 2017 - 07196. Concomitant: 00625006525 bone scr 6.5x25 self-tap 62822801; 00877503202 ceramic femoral head 2629815; 00771300500 modular femoral stem press-fit 62720994; 00875705001 shell with cluster holes 61979674. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted.

Event description:
It was reported the patient is experiencing elevated metal ion levels. The patient has not been revised. No further information has been made available at this time.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to not be reportable as this device was not involved in the event. The initial report was submitted in error and should be voided.